Manufacturer narrative:
On (B)(6) 2022 customer alleged received sensor glucose vs. Blood glucose event. Following our receipt of the returned one opened/used sensor performed visual inspection and checked for physical damage and none was found (under naked eye) performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specification. Placed sensor under microscope and found gold traces broken at the counter electrode. Unable to continue with bicarbonate buffer test. See attached picture for details. In summary, the customer complaint of sg vs bg event could not be confirmed. When the cannula (circuit trace) is cripple(bent), the gold layer will ¿cracked ¿causing electrical interruption in the sensor circuit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. The customer¿s blood glucose was 240 mg/dl and the sensor glucose was 156 mg/dl at the time of the incident. Troubleshooting was performed. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was returned for analysis.